Event description:
Hcp reports the pt presented with intermittent withdrawal and overdose episodes. There have been no pattern to the episodes and the episodes seem to resolve themselves. Catheter studies through the catheter access port have been negative. The hcp is trying to rule out psychological issues. A follow up report will be sent when add'l info is obtained.